Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor suddenly shut down and would not power on again. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no reported adverse consequences to the pt as a result of this event.